Event description:
It was reported that a cardiac perforation with subsequent cardiac tamponade occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, a cardiac perforation and a pericardial effusion were noted. A subsequent cardiac tamponade occurred. At this time, a pericardiocentesis was performed to stabilize the patient. It was then decided to perform a full sternotomy to fix the cardiac tamponade. The closure device was left in the laa and implanted. No further complications occurred. Patient is stable following these events.